Event description:
Additional information received noted that the patient was fine and was getting an effective therapy.

Event description:
It was reported the implantable neurostimulator (ins) had turned off and the patient programmer read the error code 509. It was stated the reporter did a "rest of the ins with the recharge system." There was no injury related to the event.

Manufacturer narrative:
(B)(4).